Event description:
It was reported that during a kyphoplasty procedure, during inflation of the balloon tamp inside the vertebral body, the balloon burst and was leaking contrast. The balloon was inflated to 350 psis and contained 3 ml of contrast medium. According to the physician, it was difficult to see the cement being injected as the contrast medium distorted the x-ray. It is unk if balloon fragments were left in the pt. The balloon was withdrawn and two pin hole pricks were observed on the balloon. The pt was not allergic to the contrast media. The procedure was completed successfully with no adverse consequences reported to the pt. No additional info was reported.

Manufacturer narrative:
Method - follow up conversation with company representative.